Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia with a blood glucose of 60 mg/dl and inquired about factory resetting the device due to concerns about lows; the user self-treated with carbohydrates, returned to range, and attributed the event to correcting too early and with excessive carbohydrates. Symptoms included hypoglycemia. Outcomes included self-resolution without medical or third-party assistance and no hospitalization. Investigation included troubleshooting and user education on proper management of low blood glucose and a recommendation to consult the healthcare provider before making device changes. Investigation of this case revealed no device malfunction and suggested user-related factors in carbohydrate correction as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear.